Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/12/2025, a sales representative reported via email that an ar-3641 2.6 mm knotless fibertak anchor would not advance while inserting the anchor after correctly drilling for the anchor with multiple cycles. They decided to stop and see where they were and noticed that one of the prongs of the inserter had broken off. They retrieved the broken tip and completed the case with another ar-3641 2.6 mm knotless fibertak anchor (from a different lot: 15109786), following the same steps previously. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/18/2025: the case was delayed due to the opening of a new anchor. One to two minutes of added anesthesia was administered to the patient. No adverse effects on the patient were reported. This was discovered during a lateral epicondyle repair on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.